Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was inserted and used to ablate the left pulmonary veins. Resistance was felt retracting the guidewire before moving the catheter to the right-side pulmonary veins. The guidewire could not be advanced distally into the right superior pulmonary vein (rspv) when attempting to wire it, nor could it be retracted. Multiple attempts were made to advance and retract the guidewire, but none were successful. The guidewire and catheter were removed from the patient and replaced. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.